Event description:
It was reported that during a laparoscopic gastric bypass procedure, both the trocar and the sleeve started to leak at the beginning of the procedure. There was a major problem in keeping the gas in the abdomen; it was technically very hard for the surgeon and the assistant to perform the procedure. They changed to multiple use trocar for the gas and the also changed to a different code. It was better but not optimal. Since the patient was very short, the procedure was difficult to perform with the extra long trocar. They used about 215 liters gas. As a result of the difficulties encountered with this device, the procedure was prolonged 75 minutes and the patient was under anesthesia for a longer period of time.

Manufacturer narrative:
(B)(4). Fractured clear lens. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.